Event description:
Additional information received reported that no interventions had taken place regarding the event. It was noted the cause of the event was from a fall. Hospitalization was not required and no injury was noted.

Manufacturer narrative:
Product ID 377760, lot# v009505, implanted: 2006 (B)(6), explanted: product typ lead, product ID 377760, lot# v009505, implanted: 2006 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37742, product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a surging and fading sensation. The patient lost her programmer and hadn't used the stimulator for 'a couple of months.' The patient just received a new programmer and after she charged her implantable neurostimulator (ins), she experienced surging and fading stimulation. She noted that she had experienced a fall 'not too long ago.' Additional information was requested, but was not available at the time of this report.